Event description:
The customer reported a blinking red x and a flashing hour glass. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.